Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the insulin pump had a history anomaly. Customer's blood glucose was 4.0 mmol/l. Customer's parent stated that the insulin pump alarmed low reservoir but the reservoir was full. Displacement test, self test, and high pressure test were performed and passed. Insulin pump alarm history was checked and no alarms were recorded. Advised customer's parent that the insulin pump will be replaced and is expected to return for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the displacement test, rewind, prime/seating test and basic occlusion test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected low reservoir alarm noted during testing. No reservoir volume icon anomaly noted during testing. Unit received with cracked retainer, fading serial number label, cracked case at battery tube side, minor scratched display window and scratched case.